Event description:
Sagging breast implants on top of the muscle and c/o rippling. Augmentation done in 2003 with a mastopexy. And became pregnant and more sagging noted. Revealed bilateral grade iii ptosis, saline implants submammary and wrinkling.